Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. The pump was removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cylinders is: (B)(4). Concomitant product UDI for reservoir is: (B)(4). Upon receipt at our quality assurance laboratory, the ms pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ms pump was visually inspected and tested for leaks. It was not functionally tested due to bodily fluid contamination identified within it. The ms pump kink resistant tubing (krt) was cut down to the pump block; the cylinder krt tubing was not returned for analysis. Reservoir krt was cut down to the strain relief. No leaks were found in the pump. Based on the information available and analysis results, the reported allegation of mechanical issue could not be confirmed. Additionally, the reported allegation of hole/perforation was unable to be confirmed as the tubing was not returned for analysis. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the pump connecting tube was identified. The pump was removed and replaced. The cause of crack in the connecting tube was not detailed by the hospital. No patient complications were reported.